Event description:
Patient occured a stress shielding at the stem tip leading to a complete revision of the system.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event involving an hype scc 6 mini short col strd cmtls stm was reported. Conclusions: technical investigation. Product was not returned making the technical investigation impossible. Documentary investigation: hype scc 6 mini lot 1407180a. Manufacturing order: (B)(4) - (B)(4) units manufactured. No non-conformity has been recorded on this batch. (B)(4) units put on the market by serf in october 2014. No other complaint has been recorded on this batch. In the absence of more information, cause not established corrective action/preventive action: no action is required by stryker.